Event description:
It was reported to medtronic that a pt death occurred several years post stent implant (stent model/catalog number unk). The cause of death is unk. No further details have been made available.

Manufacturer narrative:
(B)(4): eval results: (limited info available), (death), (device not available for investigation).